Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after eating during cgm warm-up, with on-device display initially reading ¿high¿ and later showing 381 mg/dl trending downward; the episode lasted approximately three hours and the user did not announce the meal, relying on the ilet to deliver automated corrections. Symptoms included headache. Outcomes included no need for external assistance and no medical intervention. Investigation included technical review of device performance, user report assessment, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction, with glucose elevation consistent with postprandial hyperglycemia during cgm warm-up and non-announced meal, and with subsequent decline under automated correction. It was concluded that the event was hyperglycemia with cause unclear relative to device malfunction, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.